Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data confirmed the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data confirmed the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient travelled to another country (switzerland) where surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data confirmed the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.